Event description:
It was reported by customer "pt came into clinic today for chemo. Parents noticed his line had broken at the clave at home. It was taped up per parent preference, and it was folding at that site. He was accessed for 5 days of chemo on tuesday with a 3/4 inch port needle from the kit. The dressing was still occlusive. I de accessed him and reaccessed the line. The new line worked well and patient received chemo."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infsuion set. The returned product sample was evaluated and the following observations were made: ¿ a complete break in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by customer "pt came into clinic today for chemo. Parents noticed his line had broken at the clave at home. It was taped up per parent preference, and it was folding at that site. He was accessed for 5 days of chemo on tuesday with a 3/4 inch port needle from the kit. The dressing was still occlusive. I de accessed him and reaccessed the line. The new line worked well and patient received chemo."